Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Complainant reports "the patient developed redness on the entire body, especially around the ulcer and felt itching. The dressings are changed each 3 days. Stopped using the enalapril and penicillin according to physician's orientation."